Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level, as the issue did not cause it to exceed 500 mg/dl or the cgm to read ¿high.¿ reportedly, the customer continued to use the pump for insulin therapy.